Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3 - date of event: estimated as 08/20/2024. D4 - primary UDI number: a partial UDI was provided as the lot number is not known.

Event description:
It was reported that this was a closure of an unknown vessel using a proglide device related to an unknown procedure. Reportedly, a distal dissection occurred during the procedure. There was no reported device issue or treatment for the dissection. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. The reviews of the production record and corrective and preventive actions (CAPA) database were not performed as the specific failure mode for this complaint was not provided. The patient effect of injury/illness and vascular dissection are listed in the electronic proglide instructions for use (eifu), as a potential adverse event associated with the use of the device. Without the device returned for analysis and specified failure mode, a conclusive cause for the insufficient information could not be determined. Additionally, a definitive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.